Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as it has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a procedure performed on (B)(6), 2011. According to the complainant, on (B)(6), 2011 the peg tube fractured outside the body. On (B)(6), 2011 the tube was cut in half. On (B)(6), the bolster was removed from inside the patient. The device was replaced with a new endovive standard peg kit pull method. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.